Event description:
It was reported that during a coronary drug eluting stenting treatment procedure lesion crossing difficulties and stent migration occurred. In 2005 the target vessel, the left anterior descending (lad) artery, was predilated with an unknown size balloon. Both plavix and aspirin were given preoperatively. A taxus express2 2.75x x 24 mm drug eluting stent had some difficulty crossing the target lesion but was able to successful be deployed. During the implant the patient was given agrestad, infizyon, and heparin. Approximately 30 minutes following the procedure a control angiogram was performedd because the patient was experiencing extreme chest pain. The physician then found that the stent had recoiled. A taxus express2 2.75 x 16 mm stent was implanted over the area as treatment. There were no further patient complications.